Event description:
Reportedly, during the implantation procedure of the pacemaker involved in the MDR report, the physician failed to tighten the setscrew, he decided to not implant this pacemaker, replacing it, solving the problem. The physician returned this device, asking for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov, 6 2009), ela is filing this MDR at this time. Conclusion: the electrical characteristics of the returned device were within specifications. The inspection of the connector header revealed damages of the intended screwdriver slot and of ventricular setscrew & terminal block. These damages are typical from a cross-threaded setscrew and confirm difficulties were met during the screwing/unscrewing operations. Because of these findings, it is likely that the electrical continuity was not ensured between the lead pin and the pacemaker components; consequently, failure to pace/sense (or loss of capture) and high impedance could have been observed. Therefore, it should be noted that standard operating procedures are adequate to prevent the risk of incorrect setscrew positioning at the end of the manufacturing process and after shipping as described below: at the end of the manufacturing process, setscrews are screwed in such a position so that the lead could be inserted without unscrewing the setscrew. The ensure that setscrews are functional and cross-threaded when the device is shipped, ela verifies with a visual inspection that the top of the setscrew head is at the same level as the top of the terminal block. This ensures that the setscrew is fully engaged in the terminal block. In addition, some glue is applied between the setscrew head and terminal block to avoid any movement during device shipment and storage. These different steps are part of the procedure to be applied when the connector head is mounted on the titanium case. Therefore, if the setscrew needs to be retracted, the screwdriver blade should be turned no more than 1 turn counterclockwise, otherwise, the setscrew may be disengaged. To position it correctly after disengagement might be difficult. For (B)(4), it's clear the setscrew was completely unscrewed.